Event description:
It was reported the distal cover fell inside the patient's body during a endoscopic retrograde cholangiopancreatography (ercp) and the piece was retrieved from the patient. The patient's health was not harmed and the procedure was completed without a delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the distal cover likely detached from the scope due to the following: the subject distal cover was not attached on the device firmly. Stress was applied to the subject distal cover during the intended procedure, such as friction by twisting and/or pushing/pulling the device in the patient¿s body cavity, and interference with the mouthpiece, etc. The device was not returned to olympus for evaluation. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: "operation - precautions: preparation and inspection: attaching accessories to the endoscope". Olympus will continue to monitor field performance for this device.